Manufacturer narrative:
Investigation results: an investigation was not able to be completed as the battery was disposed of by the facility however, it was noted that the facility used the incorrect sterilization times. A review of product history for the past five years found no other reported events for this failure mode. The facility has been given the correct sterilization info as provided in the hall maxi-driver battery system instruction manual.

Event description:
It was reported that a battery exploded in the autoclave during the sterilization process. It was reported that the exposure time was four minutes. There were no injuries involved in this event.